Event description:
It was reported that this pacemaker exhibited signs of premature battery depletion (pbd). One year prior, battery longevity was estimated at 9 years remaining, and today it is 3.5 years. Data analysis by boston scientific technical services (ts) showed a consistent gradual increase in power consumption. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited signs of premature battery depletion (pbd). One year prior, battery longevity was estimated at 9 years remaining, and today it is 3.5 years. Data analysis by boston scientific technical services (ts) showed a consistent gradual increase in power consumption. Based on conservative modeling the battery has more than 90 days projected longevity and the recommendation is either to replace the device or to reevaluate battery longevity in 90 days. The device remains in service at this time. No additional adverse patient effects were reported.